Manufacturer narrative:
This is 10 of 14 reports. (B)(4) the subject device is not available

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study.twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that in one patient at 6-months follow-up (modified ranquin scale of 0), a clinically silent ischemic stroke was discovered through a mra (magnetic resonance angiogram). Focal areas with diffusion restriction cortical-subcortical in the left frontal lobe at the acom aneurysm. Wfns (world federation of neurosurgical societies) was 1.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, stroke is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study.twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that in one patient at 6-months follow-up (modified ranquin scale of 0), a clinically silent ischemic stroke was discovered through a mra (magnetic resonance angiogram). Focal areas with diffusion restriction cortical-subcortical in the left frontal lobe at the acom aneurysm. Wfns (world federation of neurosurgical societies) was 1.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, stroke is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that in one patient at 6-months follow-up (modified ranquin scale of 0), a clinically silent ischemic stroke was discovered through a mra (magnetic resonance angiogram). Focal areas with diffusion restriction cortical-subcortical in the left frontal lobe at the acom aneurysm. Wfns (world federation of neurosurgical societies) was 1.